Manufacturer narrative:
The customer observed a falsely decreased magnesium result from a single patient sample generated on the architect c1601099. While performing troubleshooting, including cleaning the cuvettes, the customer observed the aero/c8k cuvette dry tip (ln 09d51-02) was worn out from use and replaced the part. The customer stated that the issue was resolved with replacement of the cuvette dry tip and cleaning the cuvettes. A review of the c1601099 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the cuvette dry tip was replaced. A review of labeling concluded that the issue is sufficiently addressed. A 12 month search for similar complaints identified no trends for the aero/c8k cuvette dry tip. A review of the c16000 revealed no systemic issues or trends associated with the discrepant results described in this complaint. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased magnesium (mg) results on one patient. The results provided were: initial 0.8meq/l / repeat = 1.7meq/l (normal range = 1.3-2.1meq/l). There was no reported impact to patient management.